Event description:
A physician reported a pt who was treated on 6/27/97 into the nasolabial folds, labial-mental folds, and tear troughs. On 7/22/97, the pt reported that the areas of treatment seemed to be slightly swollen. On 10/28/97, the pt was examined by the physician, who noted that the areas of collagen treatment had become red and inflammed; date of onset late 10/97. On 10/28, the physician diagnosed a delayed hypersensitivity to collagen. On 11/11/97, the physician examined the pt, and noted that the redness and swelling had increased. On 11/11/97, the physician discontinued the pt's concomitant topical retinoid and topical vitamin c treatments, (start dates not known). The physician prescribed oral and topical vitamin e supplements for the pt on 11/11/97. No other medical intervention was planned or prescribed.